Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: dislodged stent. It was reported that the stent dislodged during advancement to the lesion. This event may have been caused by attempting to go distal through another stent implanted earlier during the procedure (this was reportedly the 4th stent implanted during the procedure), or due to the heavily calcified vessel or getting the stent hung up on the guiding catheter. The stent was implanted in an unintended site proximal to the intended lesion using a balloon catheter. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was contrast visible in the inflation lumen. There were faint crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. The protective sheath was not returned. There were no other anomalies noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported that the stent dislodgement was possibly related to the attempt to cross previously implanted stents, the heavily calcified vessel or interaction with the sds and the guiding catheter. In this case, the failure to cross appears to be related to the interaction of the sds with the heavily calcified lesion and/or the previously implanted stents. The sds was returned without the stent protective sheath and stent implant, confirming the reported stent dislodgement. There were crimp marks between the markers of the tightly folded balloon, indicating that the stent was originally crimped in the correct location on the balloon. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this case, it is likely that the attempt to cross previously implanted stents and the interaction between those stents and the sds contributed to the reported stent dislodgement. It was reported that the physician was attempting to implant the stents from proximal to distal of each other. It should be noted that the xience v instructions for use states, "although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stent has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." A review of the device manufacturing records was performed and there were no nonconforming material records for this lot that could have contributed to this complaint. All lot release testing met specifications including destructive testing to verify stent dislodgement force. There is no indication of a product quality issue. The reported stent dislodgement and failure to advance appear to be related to the circumstances of the procedure. This MDR is considered closed by the product performance group.